Event description:
It was noted that the patient presented in the clinic for pulsed field ablation (pfa). During the procedure, a suspected overcurrent or short detection (sosd) was noted in the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition.